Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument was placed on an in-house test system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in a ll directions and the grips opened and closed properly. The instrument passed a latex pull test, however, one grip is bent causing side to side misalignment of the grips. There is also an offset of approximately .021" at the tips. Results and conclusions: engineering also observed that the conductor wire has exposed wires due to damage to the insulation as a result of arcing. The damage is located near the yaw pulley exit. The yaw pulley shows localized melting as well. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the pk dissecting forceps instrument would not grasp. The planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument. See section h10 for additional details.